Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 252 mg/dl. Customer¿s current blood glucose value was 230 mg/dl. The customer did not experienced symptoms as a result of high blood glucose. The customer treated with a manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer also states had air bubble in reservoir as well as in tubing. Approximate size of air bubbles is 16th of an inch wide. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.